Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the instrument body displayed no abnormalities. The visual inspection of the cartridge noted the single use loading unit (sulu) was fully applied. Nicks were observed on the knife blade. The sulu was reset, reloaded in to the instrument, and cycled producing acceptable results, the pushers advanced. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed damage may occur if the instrument is applied over an obstruction. The instructions for use also states: when positioning the instrument on the application site ensure that no obstructions such as previously clips are incorporated into the instrument jaws. Firing over an obstruction may result in improperly formed staples. Improperly forme d staples may result in leakage or disruption of the staple line. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, during biliary duct transection, the stapler was fired and it laid down the staples but did not cut. Surgeon used laparoscopic scissor to cut the tissue. There was no patient injury.